Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaints were confirmed. The device's detachable battery connector was replaced to address the issues. The device was repaired but not returned to the customer, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator powered off by itself and was not charging its batteries. There was no harm or injury reported.